Manufacturer narrative:
(B)(4). Concomitant medical products: unk trilogy shell, unk bi-metric stem, catalog#: 00630505636 liner standard 3.5 mm, catalog#: 00625006540 bone screw self-tapping 6.5 mm lot#: 61563834. Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00218, 0002648920-2020-00079.

Event description:
It was reported that the patient underwent a 3rd revision procedure of the left hip approximately 4 years post implantation due to pain, loosening, and elevated metal ions. An apparent pseudotumor, alval, and necrotic tissue were debrided, and osteolysis noted. The stem remained, and all other components were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Available records identified: revision left hip due to prosthesis loosening with osteolysis and alval-reaction, stem left intact, all other components replaced. Tissue samples revealed no inflammation but appeared to be compatible with articular cyst (reactive) with necrotic content. -x-ray demonstrated interval revision of the left total hip arthroplasty with new acetabular cup with screw fixation and revision of the femoral head. Two proximal left femoral cerclage wires are again seen. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.